Event description:
It was reported that the patient with this pacemaker device had stored signal artifact monitoring (sam) episodes and exhibited noise and oversensing on the right atrial (ra) channel. The minute ventilation (mv) feature was disabled since few years now. Technical services (ts) reviewed and stated that several of the impedance measurements were marked as noise. The daily trend showed stable ra and rv impedances over the last 12 months. Subsequently this device was explanted, and a new device was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker device had stored signal artifact monitoring (sam) episodes and exhibited noise and oversensing on the right atrial (ra) channel. The minute ventilation (mv) feature was disabled since few years now. Technical services (ts) reviewed and stated that several of the impedance measurements were marked as noise. The daily trend showed stable ra and rv impedances over the last 12 months. Subsequently this device was explanted, and a new device was successfully implanted. No additional patient adverse effects were reported.